Event description:
Patient reported to device registration department query re implant status of implanted devices - that two pump systems had to be removed due to infection. They also mentioned they had come down with meningitis, and that the dr had implanted them in the wrong place. Repeated requests by manufacturer to verifty information with the hcp were unanswered. Pt is on record of being implanted with 3rd pump system as of 2/2000.